Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient thought the wire was stuck in the skin after the sensor was removed and there was no wire visible. The patient consulted a healthcare provider and after ¿scoping around¿ the wire was not located in the skin. It was suspected that the wire was never inside the skin. A small incision was made, and the doctor tried to scrape out any wire inside the skin but found nothing. The patient was discharged the same day. At the time of the report the patient was good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.